Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a competitor representative that the ventricular lead was implanted in the right ventricle, but was connected to the left ventricular (lv) output on the device. The lead measurements are showing an increase of thresholds from 2.5 volts at 0.6 milliseconds at the last device check to 3.5 volts at 0.6 milliseconds. It was also reported that the lead impedance had dropped from 240 ohms to 150 ohms. The physician disabled lv pacing; therefore, the lead will only be pacing in the rv. The lead remains in use. No patient complications have been reported as a result of this event.